Event description:
Customer reports back-to-back testing on the same meter while using the advantage system with results of 300mg/dl and 114mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.